Event description:
It was reported to medtronic neurosurgery that a strata valve was not adjusting properly. It was also reported that the device did not have patient contact and there was no injury to the patient.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, pre-implantation, and leak testing. Additionally, the valve was able to adjust to all pressure-level settings with one attempt. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).